Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported output anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to clinic after receiving inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. Alerts for possible hv circuit damage and possible lead damage were noted. Low hv lead impedance and an aborted charge were also noted. The device and lead were explanted and replaced. The patient was in good condition after the procedure.